Event description:
It was reported that during patient treatment, the ventilator was set to 70% fio2. A "high fio2" alarm was activated and the measured fio2 was higher than the user set. The ventilator was replaced with another one. There was no patient harm reported. (B)(4).

Manufacturer narrative:
Two components have been investigated, the main back-plane printed circuit board (pcb) that connects all the subsystems, and the oxygen gas supply module. The eeprom on the main backplane pcb contained a corrupted checksum, the cause of this has not been determined, possibly the internal communication got interrupted when writing to the memory. This fault will generate alarms, but ventilation will continue. The oxygen gas supply module caused the oxygen concentration to drift during ventilation. The cause for this was a faulty pressure sensor in the gas supply module that had an offset drift outside tolerable limits. There were signs of moisture and contamination on a pcb inside the gas supply module, this could be the root cause for the faulty the pressure sensor, but it has not been confirmed. A faulty oxygen gas module can lead to incorrect oxygen concentration and wrong delivered volume to the patient. This will be detected by pre-use check and by generated alarms during ventilation. The device logs show that the issue first occurred on (B)(6) 2017, date of event is updated accordingly.

Event description:
(B)(4).